Manufacturer narrative:
A 9615008-2018-00002 is associated with argus case (B)(4), macleans milk teeth toothbrush. Macleans milk teeth toothbrush is marketed as aquafresh infant training toothbrush in the us.

Event description:
Choking [choking]. Gagging on bristle [gagging]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) -month-old female patient who received gsk toothbrush (macleans milk teeth toothbrush) toothbrush for tooth disorder. This case was associated with a product complaint. On an unknown date, the patient started macleans milk teeth toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting macleans milk teeth toothbrush, the patient experienced choking (serious criteria gsk medically significant), gagging and product complaint. The action taken with macleans milk teeth toothbrush was unknown. On an unknown date, the outcome of the choking and gagging were recovered/resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking to be related to macleans milk teeth toothbrush. The reporter considered the gagging to be related to macleans milk teeth toothbrush. Additional details, patient's mother had reported about her daughter. She had used macleans milk teeth toothbrush for her daughter's teeth. While brushing, she started choking and she pushes one of the bristles out with her tongue. She was gagging on it. Reporter was able to pull one of the bristles to check if it can be ripped easily. The bristles were not properly secured. She had started a couple of months ago. She was fine. It did not had any long term of effect.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 17-month-old female patient who received gsk toothbrush (macleans milk teeth toothbrush) toothbrush for tooth disorder. This case was associated with a product complaint. On an unknown date, the patient started macleans milk teeth toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting macleans milk teeth toothbrush, the patient experienced choking (serious criteria gsk medically significant), gagging and product complaint. The action taken with macleans milk teeth toothbrush was unknown. On an unknown date, the outcome of the choking and gagging were recovered/resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking to be related to macleans milk teeth toothbrush. The reporter considered the gagging to be related to macleans milk teeth toothbrush. Additional details, patients mother had reported about her daughter. She had used macleans milk teeth toothbrush for her daughter's teeth. While brushing, she started choking and she pushes one of the bristles out with her tongue. She was gagging on it. Reporter was able to pull one of the bristles to check if it can be ripped easily. The bristles were not properly secured. She had started a couple of months ago. She was fine. It did not had any long term of effect. Follow up was received from the quality assurance department on 21 mar 2018: qa analysis revealed the complaint to be unsubstantiated.

Manufacturer narrative:
9615008-2018-00002 is associated with argus case (B)(4), macleans milk teeth toothbrush. Macleans milk teeth toothbrush is marketed as aquafresh infant training toothbrush in the us. Further investigation is not possible without receiving the batch number or complaint sample. The complaint is considered unsubstantiated and closed.

Manufacturer narrative:
9615008-2018-00002 is associated with argus case (B)(4) , macleans milk teeth toothbrush. Macleans milk teeth toothbrush is marketed as aquafresh infant training toothbrush in the us. Further investigation is not possible without receiving the batch number or complaint sample. The complaint is considered unsubstantiated and closed. Device evaluation for complaint (B)(4) on (B)(6)2018 : the analysis included visual and microscopic inspection, view of product review. Anchor position, tuft hole filling, filament diameter and end rounding are correct. Tuft retention force is monitored and documented by production control in each shift. Deviations are not documented. The microscopic inspection showed traces of squashes at the filament ends. This damage is obviously caused by biting on the filaments. Individual filaments of a bundle can thus be extracted during the brushing. This is not anxious to avoid by this technology. It is most likely that the toothbrush was manufactured according to current specifications. This complaint is not due to production error.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a 17-month-old female patient who received gsk toothbrush (macleans milk teeth toothbrush) toothbrush for tooth disorder. This case was associated with a product complaint. On an unknown date, the patient started macleans milk teeth toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting macleans milk teeth toothbrush, the patient experienced choking (serious criteria gsk medically significant), gagging and product complaint. The action taken with macleans milk teeth toothbrush was unknown. On an unknown date, the outcome of the choking and gagging were recovered/resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking to be related to macleans milk teeth toothbrush. The reporter considered the gagging to be related to macleans milk teeth toothbrush. Additional details, patients mother had reported about her daughter. She had used macleans milk teeth toothbrush for her daughter's teeth. While brushing, she started choking and she pushes one of the bristles out with her tongue. She was gagging on it. Reporter was able to pull one of the bristles to check if it can be ripped easily. The bristles were not properly secured. She had started a couple of months ago. She was fine. It did not had any long term of effect. Follow up was received from the quality assurance department on (B)(6)2018 : qa analysis revealed the complaint to be unsubstantiated. Follow up information was received from quality assurance department on (B)(6)2018 , the patient received gsk toothbrush (macleans milk teeth toothbrush) toothbrush (batch number s7177238s, expiry date unknown) for dental cleaning. Updated final qa report received. No manufacturing error detected. Quality assurance report revealed that the product complaint to be unsubstantiated.